Event description:
A malfunction was reported on a customer's pump, causing their blood glucose level to rise to the 600s mg/dl. The customer addressed the high blood glucose level by administering a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Technical support provided information on resetting the pump and assisted the customer in resetting it, after which the malfunction did not recur. There was no further reported impact on the customer¿s blood glucose level.